Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia, hypoglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and hypoglycemia. The patient's blood glucose levels reached 20 mg/dl while wearing the pod for an unknown amount of time. The blood glucose levels also rose to 800 mg/dl. The patient mentioned that they had a kidney infection and went into dka (diabetic ketoacidosis). The patient was treated with insulin drips and antibiotics. The patient was released four days later. The pod was not worn when seeking medical attention. The patient went to urgent care first before going to the hospital.